Event description:
At routine follow-up it was reported the device could not be interrogated and there was no pacing seen. A previous check showed the device was reaching eol (end of battery life). The patient was asymptomatic. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.